Manufacturer narrative:
The index levels and reason for revision have not been provided. Additional information has been requested. Without a device, serial number or lot number, the device history records review could not be completed. This was a three-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported that a patient with three devices implanted in 2012 was revised in 2017. No device malfunction was reported.

Manufacturer narrative:
A1: (B)(6); b4: 16-aug-2021; g3: 16-aug-2021; g6: follow-up #: 2; h2: additional information. H6: health effect - clinical code: 2377 - osteolysis. Medical device problem code: 2682 - patient - device incompatibility. H10: the radiographs reviewed showed evidence of osteolysis. Limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. The device was not returned, thus device examination could not be performed. No microbiology or pathology reports were provided. Based on the paucity of information provided, the device did not malfunction and it was not possible to determine the cause of the complaint. The risk management files were reviewed and no new risks were identified in the available reported information for this event that require any changes to the current fmea, risk analysis, or labeling.

Manufacturer narrative:
D5: patient/consumer.